Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous high calcium (ca) and chloride (cl) results generated by the unicel dxc 600 pro synchron clinical systems. The erroneous results were not reported outside of the lab. Upon repeat lower results were obtained and were reported. There was no affect to patient or user associated with this event.

Manufacturer narrative:
The system is routinely calibrated every 8 hours and qc samples are run every 8 hours. Some ca results were suppressed due to sample noise or sample reference drift. A field service engineer (fse) rebuilt the ratio pump and replaced a quad ring. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.